Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room with complaints of syncopal episodes. The physician attempted to interrogate the device, but telemetry could not be established with the device. A guidant technical services (ts) consultant recommended attempting to obtain beeping tones from the device with a magnet, as well as trying to interrogate with a different programmer.